Manufacturer narrative:
(B)(4). S/w version 2.9d. Retainer ring = clear. Customer complained about the unit having a pump error 15 & pump error 4 on event date of (B)(6) 2018. The pump passed the displacement test and selftest. No pump error 15 or pump error 4 alarms during testing. Successfully downloaded history files and traces using thus. Pump error 15 & pump error 4 was present in the history download on event date of (B)(6) 2018 10:33:12.000 esf# na, file number= 30, line number= 213. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, scratched lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label damage, cracked retainer ring. Pump error 15 and pump error 4 was confirmed due to software error. Problem isolated to the electronic stack. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to clear alarm but did not request to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.